Event description:
It was reported that the physician attempted arteriotomy closure using the starclose device. A hard stick was experienced and force was necessary to remove the device. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.